Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Event description:
It was reported that after 4th reloading did not staple correctly, misformed staples, bleedings out of staple line, sutured by hand, no further information is available.

Manufacturer narrative:
(B)(4). Batch number: p5667l. Investigation summary: the analysis results found that one pce60a device was returned with the anvil bent upwards and without reload present. It is possible that the device was clamped over an excess of tissue causing the anvil to bend and for the firing stroke and the staple form to be incomplete. In addition, a cartridge pan was found lodged inside the channel. No conclusion could be reached on what may have caused the cartridge pan to dislodge. It should be noted that a 100% inspection takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at fgqa. No functional test was performed due the condition of the device. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.